Manufacturer narrative:
(B)(4). This code is used to address the failure to perform a femoral angiogram to verify the location of the puncture site. Per the proglide instructions for use: perform a femoral angiogram to verify the location of the puncture site. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using a preclose technique with a 6fr sheath, prior to a percutaneous coronary intervention. No femoral angiogram was performed prior to the procedure. Reportedly, the proglide needles did not connect with the cuff; a cuff miss was noticed. Hemostasis was achieved with an angio-seal device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.